Event description:
Allegedly, eprd reported 1 new complication for profemur® gladiator femoral component re-revision (1 dislocation). No further information was reported. This incident is capturing 1 dislocation.